Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm. User made extended bolus request on (B)(6) 2017 where the max bolus size limit was encountered. Basal rates were decreased over the five month period. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) ranging from 29-39 mg/dl. Reportedly, the customer suspected cause of bg was due to the pump; however, a system check was performed and the pump functioned as intended. Bg was addressed with carbohydrates and bg returned to target range. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.